Event description:
A distributor in japan reported on behalf of a healthcare facility that "a patient had a burn or pressure sore around the patient's nose during the use of mr850 respiratory humidifier" after one day of use. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction: section b1 date of event updated to (B)(6)2019 . Method: the complaint mr850 respiratory humidifier, the 900mr800 heater wire adaptor and the 900mr869 temperature probe were performance tested at fisher & paykel healthcare's regional office in japan and subsequently returned to fisher & paykel healthcare (f&p) in new zealand for investigation. We have also conducted a follow up visit to the hospital. Out investigation is based on the information provided by the hospital, device assessment and our knowledge of the product. Results: the hospital subsequently clarified that reported injury was rubefaction and was not a burn or a pressure sore as originally reported. The hospital staff were unable to determine whether the rubefaction occurred as a consequence of high temperature or pressure applied by the interface. They also advised that no medical or surgical intervention was required. Visual inspection of the mr850 respiratory humidifier, the 900mr800 heater wire adaptor and the 900mr869 temperature probe found that there was no damage observed on the any of the devices. The performance check at the japan regional office showed that there was no fault with the mr850 humidifier or the 900mr800 heater wire adaptor. A soak test performed at f&p nz using the three returned devices triggered repeat visual and audible alarms after 30 minutes of use. The soak test was repeated using a different mr850 and 900mr800 heater wire adaptor resulting in the same alarms being triggered. Further investigation of the 900mr869 temperature probe showed that it was outside of the specification. The complaint 900mr869 is 13 years old based on the date of manufacture. The hospital confirmed that regular maintenance outlined in the product technical manual and user instructions had not been performed on any of the returned devices. Conclusion: the hospital staff were unable to determine whether the rubefaction occurred as a consequence of high temperature or pressure applied by the interface. Based on the information provided, we were unable to determine the cause of the reported event. The technical manual provided with mr850 respiratory humidifier states: ·"in order to keep your humidifier in good working order, it is necessary to perform maintenance at regular intervals." The technical manual also states that the heather wire adaptor and the mr850 should be checked annually while the temperature probe should be checked "every six months". The temperature probe maintenance requirement includes temperature and flow accuracy check. ·"use of damaged components or accessories may impair the performance of this device or compromise safety." The user instructions which are provided with 900mr869 temperature probe states: ·"service life: 3 years, if used in accordance with this user instruction. Note: service life may vary depending on usage pattern." ·"probe maintenance and accuracy checks should be routinely performed. For further information, refer to the mr850 technical manual (available from your local fisher & paykel healthcare representative)." ·"failure to perform routine probe accuracy and visible damage checks may impair performance or compromise safety."

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices and further information from the customer for evaluation to determine if fisher & paykel healthcare's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that "a patient had a burn or pressure sore around the patient's nose during the use of mr850 respiratory humidifier" after one day of use. No further patient consequence was reported.